Event description:
Additional information was obtained, revealing that the patient was also given IV antibiotics to treat the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced skin erosion where the leads connect to the extensions. To address the issue, the entire system was explanted via surgical intervention on (B)(6) 2025.